Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). Model#, catalog #, serial #, lot#, expiration date, other #, UDI# , operator of device, MFR site, and 510(k) are unknown. No product information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the diastolic value measured 20 mmhg different from the non-invasive measured value. No patient injury was reported.